Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient was on impella cp support and during the implant, the impella cp was advanced and the patient went into ventricular fibrillation. Cardiopulmonary resuscitation was imitated. The patient received 10 defibrillations, 450 milligrams of amiodarone, and 150 milligrams of lidocaine. Support was continued. The patient had a small hematoma at the access site. Manual pressure was held for 10 minutes with resolution of the hematoma. Support was continued and the patient survived.